Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per follow-up with the field service representative (fsr), the switch in the disconnect position, there was no visible corrosion, and the alternating current (a/c) power connection in the back was secure. The fsr verified that the battery unit charge indicator light was not illuminating and was unable to run on battery power. While troubleshooting, the fsr found one of the fuses in the power entry module was blown. The fsr installed a new fuse and performed functional and release tests. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no green charge indicator light on the centrifugal battery unit and it would not power on battery. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found the fuse to be blown. Using digital volt meter (dvm) set to measure of resistance (ohms), the fuse measured ¿open¿ confirming that it is blown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.